Event description:
It was reported by the customer that when using the bd pyxis¿ es server system, new orders were not crossing over and patient was not showing up in pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that new orders were not crossing over. A technical support specialist dialed into the server using a remote smart service and identified that the system runtime was unusually long. The server was restarted, which resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device. D4 & h4: serial number, unique device identifier and manufacturer date not available.